Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to plug the pump into a different wall outlet and, after attempting to charge with a tandem wall adapter and charging cable, the pump began charging and no further assistance was required.